Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# va28b3h. Implanted: (B)(6) 2020 explanted: (B)(6) 2021 product type lead information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: va28b3h, ubd: 08-apr-2022, UDI#: (B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that¿the patient returned to retaining urine. An impedance check in the office showed all combinations above 4000. When in the operating room during the replacement of the lead and battery, the lead was twisting and twisted so tight it broke away from the header in the battery. The lead and battery were completely disconnected. Replaced the old system with a new system. The issue is resolved at the time of this event. All information was confirmed with the physician. Nobody knows why the wire twisted up tight and broke off.